Event description:
The pt has a scs system which includes two leads from the same lot. It was reported the pt was not receiving effective stimulation despite turning the stimulation all the way up. Lead diagnostics revealed invalid impedance. Surgical intervention is pending to address this issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.